Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the distal tip of the catheter unknowingly detached into the bile duct of the patient. The procedure was completed successfully at that time. It was noted that there were no patient complications as a result of this event. In (B)(6) 2020, the patient was transferred to a second facility for an interventional radiology (ir). During a CT scan for suspected liver abscess, the detached tip of the catheter was then discovered inside the patient. Reportedly, the patient was referred to a third facility for another endoscopic retrograde cholangiopancreatography (ercp) procedure to retrieve the detached tip and for spyglass and t-tube placement.